Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. The customer experienced high blood glucose. The customer¿s high blood glucose were 300 mg/dl and 237 mg/dl. The customer was treated with manual shots. The insulin pump had insulin pump error after performing self test. The customer was able to clear the alarm and able to rewind the insulin pump. The customer stated that the self test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.